Event description:
It was reported that the patient experienced an increase in incontinence that lead to the physician finding that patient had developed urethral atrophy, which resulted in an explant of the artificial urinary sphincter (aus). Upon explant, it was found that the tubing had broken and presented a hole. The pressure regulating balloon did not have any fluid present at the time of the explant. A new aus was implanted with a larger size cuff. No patient complications reported.